Manufacturer narrative:
(B)(4). Patient age: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a decrease in haemodynamics. While using an intellamap orion imaging catheter for diagnosis, the catheter was positioned in the aortic cusp when a decrease in haemodynamics was noted. The catheter was removed and the procedure was completed by ablating the aortic tissue. No further patient complications were reported and the patient's status is fine.